Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to the issue. The malfunction code, malf 12, was displayed, and it was noted that the customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.